Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj) reflin 1 gram, once per day, route and duration not reported and inj fortum 1 gram, frequency, duration, and route not reported. The patient was reported to have recovered from the event. Action taken with dianeal and extraneal therapies was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.